Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: vats-lobectomy. The rep was not present for this part of the case. After being informed that the surgeon had to remove the rest of the lung from the patient they used another cd004 to remove it. As the surgeon inserted the specimen into the bag they pulled back on the retractor and the bag fell off the prongs. The prongs were exposed inside the body of the patient. The specimen remained inside the bag and was able to be removed manually without issue. There were not multiple attempts made to advance the actuator. There was no harm to the patient. Product not available for return. Rep was reminded to inform the customers to save complaint devices. Additional information was received via telephone on 09jun2021 from [name] phone call was made to get details on how the surgeon used the cd004 due to the reps concern that the surgeon continues to use the device "incorrectly." Per the rep, the surgeon "deploys the bag, places the specimen inside the bag then, while holding the specimen inside the bag with some other laparoscopic instrument such as a grasper, pulls back on the introducer without pulling the plunger back which results in the introducer pulling away from the bag." Type of intervention: the case was able to be completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, an analysis of the event unit could not be performed and applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on additional information, the bag is intentionally pulled off the supports as part of the user¿s technique. The instructions for use (IFU) states that after placing the specimen in the bag "pull back on the thumb ring, withdrawing the actuation rod proximally, until it reaches a stop. The bag will be closed, exposing the cord loop on the actuation rod."

Event description:
Type of procedure performed: vats-lobectomy. The rep was not present for this part of the case. After being informed that the surgeon had to remove the rest of the lung from the patient they used another cd004 to remove it. As the surgeon inserted the specimen into the bag they pulled back on the retractor and the bag fell off the prongs. The prongs were exposed inside the body of the patient. The specimen remained inside the bag and was able to be removed manually without issue. There were not multiple attempts made to advance the actuator. There was no harm to the patient. Product not available for return. Rep was reminded to inform the customers to save complaint devices. Additional information was received via telephone on 09jun2021 from [name] phone call was made to get details on how the surgeon used the cd004 due to the reps concern that the surgeon continues to use the device "incorrectly." Per the rep, the surgeon "deploys the bag, places the specimen inside the bag then, while holding the specimen inside the bag with some other laparoscopic instrument such as a grasper, pulls back on the introducer without pulling the plunger back which results in the introducer pulling away from the bag." Additional information received during or meeting/case support on 01july2021 [name]:"issue with both our 10 & 12/15 bag. She [name] is worried about the safety of her patients and feels that our prongs pose a danger & could poke through and hit a major artery (pulmonary artery) even with the bag over the prongs." "We've learned that the ¿exposed prongs" she's experiencing is a result of technique; [name] does not pull the thumb ring back to cinch the bag close. Rather, she pulls on the device as she¿s placing her specimen in the bag which is causing the bag to fall off the prongs. We have informed her of this but she said she doesn't have the ability to cinch the bag close right away since it¿ll cause the specimen to pop out. She's concerned with the prongs exposed and not exposed as it is still sharp with the bag on the prongs." Type of intervention: the case was able to be completed with the same device. Patient status: no patient injury.